Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported "rupture of a saline device" and "replacement from textured to smooth due to the patient concern of the implant". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of saline device.

Event description:
Healthcare professional reported "rupture of a saline device" and "replacement from textured to smooth due to the patient concern of the implant". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture of a saline device" and "replacement from textured to smooth due to the patient concern of the implant". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6, h11.